Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sleeping. The patient was seen for a follow-up and admitted overnight for observation. During the follow-up, the physician was able to reproduce the myopotential noise by having the patient perform various manipulations. Following the automatic configuration, programming was automatically changed to primary vector. Data analysis was performed, and boston scientific technical services observed non-physiological artifacts and no wondering baseline. However, r wave amplitude diminished and difficult to distinguished in episode two. In episode three, non-physiological artefacts were observed, and the cardiac signal becomes unrecognizable with low-amplitude signals plus baseline wondering. Technical services provided possible causes such as an incomplete lead insertion, impairment of the lead or other issue involving sense b circuit which affects primary and alternate vector. In-office troubleshooting is recommended to evaluate lead mechanical integrity and lead/device connection. Reprogramming options were also suggested. The patient will be closely monitored by latitude. There were no additional adverse patient effects. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sleeping. The patient was seen for a follow-up and admitted overnight for observation. During the follow-up, the physician was able to reproduce the myopotential noise by having the patient perform various manipulations. Following the automatic configuration, programming was automatically changed to primary vector. Data analysis was performed, and boston scientific technical services observed non-physiological artifacts and no wondering baseline. However, r wave amplitude diminished and difficult to distinguished in episode two. In episode three, non-physiological artefacts were observed, and the cardiac signal becomes unrecognizable with low-amplitude signals plus baseline wondering. Technical services provided possible causes such as an incomplete lead insertion, impairment of the lead or other issue involving sense b circuit which affects primary and alternate vector. In-office troubleshooting is recommended to evaluate lead mechanical integrity and lead/device connection. Reprogramming options were also suggested. The patient will be closely monitored by latitude. There were no additional adverse patient effects. This device and electrode remain in-service. Additionally, the plan is to bring the patient in-clinic and reprogrammed the device to secondary vector. To date, no issues have been detected on latitude.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sleeping. The patient was seen for a follow-up and admitted overnight for observation. During the follow-up, the physician was able to reproduce the myopotential noise by having the patient perform various manipulations. Following the automatic configuration, programming was automatically changed to primary vector. Data analysis was performed, and boston scientific technical services observed non-physiological artifacts and no wondering baseline. However, r wave amplitude diminished and difficult to distinguished in episode two. In episode three, non-physiological artefacts were observed, and the cardiac signal becomes unrecognizable with low-amplitude signals plus baseline wondering. Technical services provided possible causes such as an incomplete lead insertion, impairment of the lead or other issue involving sense b circuit which affects primary and alternate vector. In-office troubleshooting is recommended to evaluate lead mechanical integrity and lead/device connection. Reprogramming options were also suggested. The patient will be closely monitored by latitude. There were no additional adverse patient effects. This device and electrode remain in-service.